Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated and the instruments were replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the suspected cause of the issue is hardware. Analysis found that the software functioned as designed. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that there were inaccuracies with frazier and pointer probe. It was reported that the inaccuracy was observed when the surgeon was checking accuracy after registration. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.